Event description:
Left upper and lower limbs paralysis and speech difficulties following essential tremor treatment.

Manufacturer narrative:
This complaint includes known side effects for essential tremor treatment. No new risks were identified. No device malfunction was detected. Treatment parameters were in line with the typical range.